Manufacturer narrative:
Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink continu-flo solution set during infusion. The reporter stated that the patient was receiving iron sucrose as a secondary medication, and that the secondary bag was hung ¿well above¿ the primary bag. However, the reporter indicated that the back-check valve failed and secondary medication flowed into the primary bag. The primary bag was then infused to ensure the patient received the full dose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated in blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample no further investigation could be performed; therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.